Event description:
It was reported that during a da vinci-assisted surgical procedure, the arms stopped moving, jaws stopped opening and vs energy stopped working during the case. Field service engineer (fse) to follow up. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. It was only a matter of needing to replace the vessel sealer extend (vse). No robot modalities were involved.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse tested and verified both surgeon side consoles (ssc) would respond to all opto button controls, grips, ergo switches and all foot switches work. System is tested and ready for use.